Manufacturer narrative:
Unit received with no button response due to moisture damage on the lcd board. No button error alarm during testing. Unit had moisture damage on the motor. Unit received with cracked reservoir tube lip, minor scratched display window, and cracked case at display window corner. (B)(4).

Event description:
The customer's friend reported that the insulin pump alarmed button error. The insulin pump was exposed to water. Customer's blood glucose level was 375 mg/dl. The customer needed insulin and was not feeling well. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.